Manufacturer narrative:
Updated b2 and h1 to malfunction not serious injury. Updated h6 to reflect the correct reportable decision. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the reported issue was not determined. Unknown, but here is a list of what the hcp and rep had tried in order to find a reason at a follow up meeting with the patient. The patient feels pain regardless if she is charging directly over the skin or have a thin layer of fabric between the ins and the recharger. The pain is located to the ins pocket. The patient describes it as if she is touching an electric fence. The shocking sensation is continuing as long as she is charging, and it is very painful for her. They tried to charge with stimulation switched off, but it didn¿t help, they were experiencing the same kind of pain. They tried to use another recharger, both at high and low recharge speed, but the same painful experience appeared. Hcp, made an ultrasound scan of the ins implant area. There was no sign of fluid in the ins area. The painful sensation starts when the recharger is connecting and continues as long as the patient is recharging. Impedance measurement were made. All four electrodes were green, and we checked all four, and all values were green/ over 50 and below 4000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after implant of neuro stimulator patient had pain at implant side, she felt that the ipg were rotating. A revision were made on june 10th and the pain disappeared. Afterwards she started to experience pain when recharging the ipg. There was no environmental issue noted. Patient changed recharge speed to low but she still feels pain when recharging. Recharged to maximum 60 % and stops due to pain. Today she called her physician and asked for help. Hcp scheduled a follow up visit next week. The issue was not resolved at the time of the report.

Manufacturer narrative:
Decision made in reg report # 3004209178-2021-12709 in h10 was incorrect. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the therapy is working successfully without problems. No redness or infection was noted.

Manufacturer narrative:
H3 analysis of the returned ins nmf712137h revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.